Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2018-07780. The patient is implanted with two scs systems. It was reported the patient experienced a shocking sensation in her arms as well as at the superior region above the cervical ipg site only when stimulation was turned on. Diagnostics were unremarkable. As a result, the physician explanted and replaced two extensions, resolving the issue. Postoperatively, effective therapy was reported.